Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a substance in the usb port preventing the customer from connecting the usb cable to charge. During troubleshooting with tandem technical support, the customer was instructed to clean the usb port. Subsequently, the customer was able to successfully charge the pump. In addition, the customer reported the substance on the usb cable preventing charging. The customer was able to use a different usb cable to successfully charge the pump. A replacement usb cable was sent to the customer. The customer's blood glucose (bg) level was impacted 270 (mg/dl). A correction bolus was administered to address elevated bg level.